Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer went to the emergency room and was admitted to the intensive case unit (ICU) due to a blood glucose level of 600-653 mg/dl. Customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was discharged from the ICU two days later, (B)(6) 2025, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.